Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, the imaging system could not perform 2d image acquisitions. It was noted that prompting the system with the footswitch was attempted without resolution. The imaging system was then restarted and functionality was restored. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.